Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the left ventricular lead was explanted and replaced due to high capture threshold. No further information was available.